Manufacturer narrative:
Continuation of d10: product ID: 977c165, serial#: (B)(4), product type: lead, product ID: neu_siliconeanchor, serial#: unknown, product type: accessory, product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2010, product type: lead, other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 06-mar-2027, UDI#: (B)(4), product ID: 39565-65, serial/lot #: (B)(4), ubd: 03-dec-2013, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative, regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call, was caller reported that pt was having their lead replaced because all of the electrodes had high impedances of 40,000 ohms. Caller was in the operating room and stated, that the surgeon replaced the ins and lead with a new intellis ins and 977c1 lead and now electrodes 0-4, 8, 9, 10, and 11 have high impedances. Caller stated, that they used another new ins and wens and the high impedances did not resolve. Caller stated, that they then swapped out the lead with another new 977c1 lead with the wens, that lead also had high impedances on several contacts as well. Caller confirmed, that the surgeon had already attempted to wipe down the leads several times. The surgeon then removed the lead and placed it in saline and the impedances were all within good range around 450 ohms. The surgeon then inserted the lead into pt's epidural space. And caller confirmed, that many of the electrodes had high impedances again. Tss reviewed that fluid, blood, or an air pocket could be the cause. The surgeon then attempted to reposition the pt and after a few minutes, the electrodes with high impedances began to decrease. Caller confirmed, that all electrodes 1, 2, 3, 4, 8, 9, 10, 13, 14, and 15 were within good range and 0, 5, 6, 7, 10, 11, and 12 are all 40,000 ohms. After a couple of minutes, caller re-ran the impedance check and all electrodes with high impedances resolved except for the electrode 5 which was 40,000 ohms, electrode 6 - 1,560 ohms, and electrode 11 - 1 ,720 ohms. Caller confirmed, that they would be able to program around electrodes 5, 6, and 11. And felt that pt would have sufficient coverage. Caller stated, they will be returning pt's original intellis ins and the 977c1 lead, as well as the first 977c1 lead that was used today. Rep notified (B)(6) 2023 in pre-op day of surgery. Device placed in mail sent in to manufacturer.

Manufacturer narrative:
H3: analysis of the ins (s/n:(B)(6)) revealed that the implantable neurostimulator (ins) passed functional testing. Analysis of the lead (s/n: (B)(6)) revealed that conductors were cut in the body of the lead; consistent with explant damage. Analysis of the lead (s/n: (B)(6)) revealed that the lead device passed all testing in the laboratory and no anomalies were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.